Event description:
She reports a problem with the last order of tobramycin---that the packaging of the medication looked different, and was angled differently. No mention was made of a problem with the ampules themselves. Pt also reports that she thinks her nebulizer may not be working properly and may have made her ill while using the last order of tobramycin----worrying about the filter being plugged. The order she has concerns about was lot 78x07, exp date 5/2026/ january, rx # (B)(6). Pt had a sputum culture done two weeks ago and has not heard anything from the md office regarding the results and whether she should continue with tobramycin. She plans to go to the md office and show them the nebulizer to see if they think it is functioning properly and to get the results of that sputum culture so she knows if she should order tobramycin again. She also mentioned that during one of the tobramycin treatments she experienced cold symptoms following it. Md is aware. No adverse event reported. Unknown if nebulizer, tubing or nebulizer cup is available to return. Pneumonia, unspecified organism.